Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter has experienced various issues using the sensor, and that the lost sensor alerts, discomfort at insertion, and inaccuracies causes her to be "amament" about not using the sensor. The father also noted that the customer had a low blood glucose of 39 mg/dl the previous morning. A transfer to the 24-hour helpline was declined. The father stated that he will make his daughter use the sensor if her blood glucose continues to drop. No products were shipped or returned.